Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures (B)(4) would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. Reference to complaint # (B)(4).

Manufacturer narrative:
There are previous complaints on the device. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration from 8 to (-8) 0 addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported to have a flow rate offset issue. Flow rate testing failed due to an 8.27% deviation, which does not meet the standard rate of +/- 4.5%. No report patient was involved.